Manufacturer narrative:
(B)(4). Additional information received indicated that the product involved is not manufactured by covidien.

Event description:
According to the reporter: the pt alleged injury.

Manufacturer narrative:
(B)(4).